Event description:
Information was received from a patient, on 2024-oct-24, who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's trial was wonderful and they were getting about 80% relief but now the therapy didn't seem to have much effect at all. The patient stated that the technician that set their device up put them on program 3 and that seemed to work for their symptoms but after a couple days, it was a little uncomfortable. The patient stated it felt like a dull throb, and it just didn't go away. Patient stated it was a constant one but initially it would go away and then come back but it had been staying longer and longer so the patient went back to their managing healthcare provider's (hcp) office and an assistant for the hcp put them on program 1 but the patient didn't really seem to be getting much relief with program 1. Patient had called because they wanted to know about what the different programs did and wanted to know if they should go back to program 3 or not. Patient services reviewed device description/function, therapy expectations and programming considerations with the patient and redirected the patient to follow up with their hcp to further address the issue and discuss programming considerations. The patient also stated they thought they were still supposed to be on program 3, that the manufacturer representative (rep) had known what they were doing but the assistant at the hcp office seemed not to know much so they stated they were going to try going back to program 3 but at a lower level. Patient stated they would monitor their symptoms and move on to a different program if the discomfort began again and reach out to their hcp office for further guidance at that time. They stated they would call back if they had any further questions. Additional information was received from the patient on 2024-nov-08. Patient called back to report they are not getting improvement on symptoms since implant. Patient asked agent if changing to a different program would help. Patient said they called medtronic before calling the doctor's office to get an appointment. Patient was redirected to their hcp to address the issue. Additional information was received from the patient on 2025-apr-08. They reported that the trial was "beautiful" but since they got the permanent implant they hadn't had any relief in their symptoms. Patient stated they'd just seen the nurse today (2025-apr-08) and they were put on program 5. Patient inquired about programs and device description/function so patient services reviewed. The patient stated that "pretty much right after implant" the ins site hurt pretty badly as it healed and the ins was "turning" in their butt. Patient stated they could feel it sometimes leaning on its side and pokin out and then other times the ins would be flat. Patient stated they were concerned that the lead electrode had twisted/turned/got kinked as well. The patient stated the nurse today had asked them if they'd lost any weight and the patient told them "yes," that they had been on a diet and lost 25 pounds since they were implanted and the nurse said "well that would cause the issue" but the patient stated they knew that wasn't what caused it because the implant turning had been going on since pretty much the beginning. Patient stated their hcp office was going to schedule them for an x-ray to check things out and the patient was waiting for a call back to hear when the x-ray would be scheduled. Patient also mentioned that they also had terrible hip and butt pain to the point where they could hardly walk and noted that it had started when medtronic representative (rep) had put them on program 6 about three months ago. Patient stated at that time they had told the rep about the issue with the ins "turning" and noted that the rep had been aware of the therapy not helping and they told the patient they'd look into it but never had done anything more about it. Patient stated the rep had set it really high when they put them on program 6 and that was when the pain began and it hadn't really gone away even though they'd been switched to a different program since then. Patient stated the rep put them on program 3 about a month ago and as previously stated, the nurse put them on program 5 today. Patient stated nothing was helping. Patient services reviewed information with the patient and redirected the patient to continue working with their hcp about their concerns. Patient to wait for a call from the hcp office to hear when their x-ray is scheduled. Additional information was received from a manufacturer representative (rep) on 2025-may-06. The rep reported that they had no idea about the event previously reported. The rep noted that the patient and the nurse practitioner saw the patient. The rep stated "we had back to back surgeries that day. I did not know. Mainly the patient spoke to np (nurse practitioner)."

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2024. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.